Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had no audible alarm. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a stripped interlock block and faulty speaker on the pcb. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (no audible alarm) was confirmed during testing. The product problem occurred because of a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: stripped interlock block, pcb, and speaker. Preventative maintenance was then performed. The device subsequently passed functional testing.